Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that that he recently synchronized the stimulator and turned it up to 4v but he did not feel anything. A day later, patient further reported that he was not feeling stimulation since yesterday and he turned stim up to 3.8v. Patient stated he normally feel stim at 2.7v. He was not sure if he was getting relief, its ¿iffy¿. During the call, patient was instructed to sync with patient programmer (pp)and patient reported the therapy was on and he was on program 4 at 3.8v. Patient confirmed he did not have fall or trauma. Patient stated he did not want to see his current hcp (healthcare provider) again and he needed to find a new hcp additional information received from patient on feb 16 indicated patient called the manufacturer representative (rep) and they cleared up things.